Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
The hospital reported that the unit shut down without an alarm. When staff entered the pt's room, the unit's display was noted to be blank. Pt was manually bagged, and the unit was replaced for another unit. There was no reported pt injury.